Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported does not recognize door being opened, which was confirmed during evaluation through visual inspection of the device. Visual inspection found the cause was an failing upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize door being opened. The reported problem occurred during testing at biomed service department. There was no patient involvement. No additional information is available.